Event description:
Clinical study, (B)(4). The following was reported by clinical via email, patient had a pleural effusion necessitating a pleural tap on (B)(6) 2008. Possible device relation to event, however, the outcome was resolved. No additional information is available at this time.

Manufacturer narrative:
(B)(4)=pleural effusion.device not returned due to device remains implanted in the patient.the device history record (DHR) review could not be completed as the lot number and serial number is unknown.